Manufacturer narrative:
Hothe incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to use in a procedure, the activation button was found to have detached from the device. There was no patient involvement, and a new device was used to continue the procedure.

Manufacturer narrative:
One ls1520 was received for evaluation. Visual inspection found that the purple activation button was disengaged from the device. The customer reported component disengaged (not into the patient's cavity). The reported condition was confirmed. The investigation found that the purple activation button was disengaged from the device body. No visible damage to the button or weld was found. Investigations has determined that the disengaged purple activation button is a design issue. A design improvement plan has been initiated to address the disengaged purple activation button. The investigation identified the root cause of the reported event to be a design issue. A CAPA has been issued. If information is provided in the future, a supplemental report will be issued.